Manufacturer narrative:
H6: coding updated. H3: the device was received for evaluation. Lot history review could not be performed as no lot information was provided. Visual inspection identified that the cannula was damaged with a missing tip, while the adhesive pad and septum remained intact. Functional testing was performed, and flow was observed through the cannula with no leakage from the hub. The customer¿s reported problem of leakage could not be confirmed; however, the complaint of a damaged cannula was confirmed. The most probable cause could not be determined based on the available information.

Event description:
It was reported that the device leaked. The person with diabetes (pwd) stated that the leak was coming from the ¿top.¿ the cds requested replacements. And on (B)(6) 2026 contact was made with the pwd who stated that the first infusion set with a twist mechanism (not an ICU med device) had worked well; however, with the second infusion set, the pwd awoke with bg levels around 180 mg per dl, which was elevated. A correction bolus was given, after which they observed insulin leaking from the top of the plastic connection on the infusion set. The pwd attempted to disconnect, reposition, and reconnect the infusion set and reported hearing it click into place, but the leakage persisted. The pwd then removed the infusion set and noted a slight kink in the cannula. The pwd stated historically using steel cannulas with previous pumps due to recurrent issues with bent cannulas. The pwd stated they were willing to try again. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury. Patient details were provided: the patient is a non-hispanic/latino white male born on (B)(6) 1967 weighing 170 lbs.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.